Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided. Note: this MDR is being filed beyond the 30 calendar-day requirement because it was found during a review of complaint records that are similar in nature to other complaints that were filed as mdrs.

Event description:
The customer reported that the needle did not enter correctly into the needle guard. The needle was not inside the guard upon removal from the donor, it was protruding outside of the guard. The customer alleges a risk of blood spill due to this event. Pt info is not available at this time. This report is being filed due to an alleged safety issue.